Event description:
It was reported that the patient underwent initial left hip arthroplasty. The patient experienced dislocation and subluxation which resulted in a closed reduction approximately 7 months post-op. Subsequently, 5 months later the patient underwent a revision due to dislocation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reason for dislocation could not be established based on the provided radiographs. The manufacturing history records for the biolox delta femoral head and acetabular liner have been checked and verified that the components were manufactured and sterilized in accordance with the applicable specifications. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00341. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: product not returned.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Ref: (B)(4): two anteroposterior (ap) radiographs were provided with (B)(4) for analysis: one preoperative and one postoperative. The manufacturing history records for the biolox delta femoral head and acetabular liner have been checked and verify that the components were manufactured and sterilized in accordance with the applicable specifications. The inclination angle of the acetabular component was measured to be approximately 47 degrees from the postoperative ap radiograph. The anteversion angle could not be measured from the provided postoperative ap radiograph. The preferred acetabular orientation is 40 degrees inclination and 20 degrees anteversion as per the surgical techniques for g7 acetabular system, but final acetabular position depends on patient anatomy and may vary slightly with approach. The reason(s) for dislocation could not be established based on the provided radiographs and other information. The instructions for use that were supplied with the acetabular component provide the following guidance: 'excessive activity, trauma, and excessive weight have been implicated with premature failure of the implant by loosening, fracture, and/or wear.' And 'possible adverse effects dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.' Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found related to this reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial left hip arthroplasty. Subsequently, it was reported that the patient suffered a dislocation.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #:110003629 item name: biolox delta cer lnr32mm g. Lot / software release #: 3409698, associated item number:192112. Item name: echo por fmrl lat nc 12x140mm. Lot #478700, associated item number:010000666. Item name: g7 pps ltd acet shell 58g. Lot #: 39061720. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent initial left hip arthroplasty. Subsequently, it was reported that the patient suffered a dislocation.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient suffered a dislocation. Subsequently, a closed reduction was performed.